Event description:
It was reported that four episodes of lead noise triggered capacitors charging, and a shock was diverted. The device was explanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. All device functions were normal and no anomalies were found.